Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not accessible for testing. Based on the information received, the cause of the reported incident could not be traced to the device.

Event description:
Additional information found that surgical intervention took place to re-position the patient's ipg on (B)(6) 2020 to address the issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The date of the event is estimated.

Event description:
It was reported the patient experienced discomfort at the corner of the ipg pocket. Surgical intervention may take place to resolve this issue.